Event description:
A male healthcare worker alleged hydrogen peroxide (h2o2) contact on his right thumb when removing a cardinal pouch from a completed sterrad nx sterilization cycle. The healthcare worker flushed that area with water for 15 seconds. The healthcare worker was not wearing personal protective equipment. The healthcare worker did not seek medical attention.

Manufacturer narrative:
Customer is in the process of returning the cardinal pouch. Pet the sterrad nx user's guide: packaging: use only sterrad sterilizer-compatible polypropylene sterilization wrap and tyvek pouches. Do not use paper pouched or sterilization wraps containing cellulose or cotton. Do not use any wraps or packaging that are not approved by asp or material listed in the "items not to be processed" section. Arrange the items or the scope in a tray to ensure proper diffusion of hydrogen peroxide throughout the load.

Manufacturer narrative:
Additional asp investigation summary: external laboratory evaluation of sample white residue contained in cardinal pouch. Sample residue contained in the cardinal pouch was returned to asp and was sent to an outside laboratory for analysis. The laboratory performed an ftir (fourier transform infrared) & edx (energy dispersive x-ray) analysis of white residue and the report notes that the edx spectrum for the white residue revealed carbon (c), oxygen (o), sodium (na), chlorine (cl) and calcium (ca), with trace amounts of sulfur (s), magnesium (mg), silicon (si) and potassium (k), suggesting a salt water/hard water deposit. An asp technical report (characterization of white residues noted within sterrad nx system chambers) does not identify calcium (ca) as a component of h2o2 stabilizer.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history record review, service history review, trending by problem code, and system hazard and user misuse analysis. The returned cardinal health self seal peel pouch was visually inspected. A visible white stain on the inside of the pouch was observed on the mylar side. A review of the DHR (device history record) for the sterrad nx shows that the system met all specifications at the time of release for shipment and there were no issues related to this failure mode. The service and complaint histories for the sterrad nx were reviewed. The machine does not have a trend of skin contact h2o2 failures prior to this event. The shuma (system hazard and user misuse analysis) was reviewed for the skin contact-h2o2 issue. The shuma's adjusted risk was considered "as low as reasonably practicable" (alarp). There were (B)(4) complaints of skin contact-h2o2 that have occurred during the year across the sterrad nx product line ((B)(4) 2009 through (B)(4) 2010). The number of complaints does not constitute a significant trend. The customer failed to follow the product IFU (instructions for use). The cardinal pouch is not listed as a compatible wrap for use with the sterrad nx. (B)(4).